Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. This report is being filed as manufacturer report # is 9614279-2017-0003. The original manufacturer report # 2523676-2017-00054 was filed incorrectly.

Event description:
As reported by the user facility: they noticed fluid was leaking from the joint in the middle of the caresite valve. Chemotherapy leaked. No patient injury.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The returned sample was functionally tested and the defect was not able to be replicated or confirmed. Therefore, the exact root cause of the reported incident cannot be determined at this time. We will maintain this report for further references and continue to monitor other events for similar occurrences.